Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent removal of interstim and replace with a stage 1 procedure on (B)(6) 2015 by dr. (B)(6) at (B)(6) medical center. (Per operative report). It was reported that the patient underwent interstim stage 2 procedure on (B)(6) 2015 by dr. (B)(6) at (B)(6) medical center. (Per operative report).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent incision of pubovaginal sling due to bladder outlet obstruction secondary to pubovaginal sling on (B)(6) 2007.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted. It was reported that the patient underwent explant of interstim neurostimulator and lead and stage l interstim on (B)(6) 2013. No additional information was provided.